Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia. According to the reporter: three days post-operatively it was noticed that the bowel was perforated and a laparotomy was necessary. Allegedly, the hydrogel coating was separated from the mesh and lay on the bowel. It was glued with the bowel and it was dissected off extensively.